Event description:
After an implantation period of approx. 97 months, it was reported that the device shows the eos status. The device was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD first underwent a status interrogation. The interrogation was possible without problems. The device status eos was found, which had been detected on (B)(6) 2020. The device had been implanted for 97 months. Further analysis of the device memory showed a normal current uptake of the ICD. However, the check of the charge drawn from the battery turned out not to be as expected. The ICD was then opened, and the internal structure was inspected. There were no visual anomalies. The current uptake of the electronic module was measured and turned out to be normal and meeting expectations, matching the device data. There were no indications of a malfunction of the electronic module. The battery was then separated from the electronic module and sent to the battery manufacturer for further analysis. The production documents of the battery were reviewed and proved that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. An increased impedance was detected during the examination of the internal battery structure. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.